Manufacturer narrative:
The device has not been received by inspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a 'slit through the hose reading to the inside cord, and wires to be exposed", discovered during sterile processing. The device was not being used during surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).